Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the patient experienced inflation issues due to the fluid loss. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. The as reported allegation of fluid loss and inflation issue was not confirmed. The investigation conclusion code of no problem detected was chosen as the reported device problem could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. Additional information was reported that the patient experienced inflation issues due to the fluid loss. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.